Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent solo stent. It was reported that after deployment the stent got foreshortened. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device will be returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent. During the procedure, it was reported that after deployment the stent got foreshortened. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent solo vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in used condition without stent that reportedly has been deployed inside patient. An indication for a stent misplacement could not be found on the returned sample. Provided x-ray images demonstrate the placed stent inside vessel including an x-ray scale; a clear measurement is not possible because the scale does not include the entire stent length, but it is clearly visible that the stent foreshortened. In this case the vessel was not tortuous but calcified, 7fx10cm with 0.035" guidewire were used for access, and the lesion was pre dilated. During deployment action, the user did not experience difficulty; the system was correctly held at the stability sheath and was kept stationary. Before deployment the markers were seen distal and proximal of the intended placement site so that the lesion was centered between the markers. Based on the investigation of the provided information, the investigation is closed as confirmed for stent foreshortening. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The describes holding and handling of the system throughout deployment, in particular the instructions for use (IFU) states: 'remove slack from the stent system held outside the patient.' And 'gently hold the stability sheath at or proximal to the orange marking and maintain it straight and under tension throughout the procedure.' Regarding pta the IFU state: 'predilation of the lesion should be performed using standard techniques.' The IFU further states under required material: '(...) 6f (2.0 mm) or larger introducer sheath, 0.035 inch (0.89 mm) diameter guidewire (...).' G3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.